Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power cable needed to be reset. The batteries and the power conversion were all functioning as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (uf): medtronic received information regarding an imaging system. It was reported the image acquisition system (ias) would not turn on. It was noted the mobile view station (mvs) turned on as expected. This issue was noted outside of a procedure, and there was no patient involvement.